Event description:
Per the clinic, the device was explanted on (B)(6) 2014, as the electrode array was out of the cochlea resulting in the decision to discontinue use of the device. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(6)

Manufacturer narrative:
This report is filed march 6, 2015.